Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving glucose results in mmol/l and observing a "check ketones" symbol on the display of their precision xtra blood glucose meter. He reported feeling shaky, having trouble sleeping, frequently urinating, a dry mouth, blurred vision, and a rash on their body. They went to their doctor where they were diagnosed with hyperglycemia, and the doctor added additional medication to their regimen in order to stabilize their blood glucose level. There was no report of death or serious impairment associated with this event.